Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the device got hot in forward, reverse, and oscillation modes. Device was too hot to handle. No user or patient injury or complications were encountered. Procedure was successfully completed with a backup device.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.